Event description:
It was reported that the patient presented to the hospital after the leadless pacemaker (lp) exhibited intermittent loss of capture. Chest x-ray was performed and confirmed that the lp dislodged to the pulmonary artery. The lp was explanted and replaced. There were no patient consequences.

Event description:
New information received indicates that the lp also exhibited low pacing impedance.

Manufacturer narrative:
The reported event of capture problem was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was out of specifications, the elongation of the helix was consistent with implant damage. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.